Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. The transmitter was returned for evaluation. Exterior visual inspection was performed and the transmitter passed. Performed pairing test with nordic bluetooth device, transmitter passed. Performed global transmitter final functional tester, transmitter failed. Voltage testing was performed and the transmitter passed. Perform share log review, log review showed signal loss on issue date. The reported loss of connection was confirmed. The root cause was determined to be a failed transmitter.